Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. A helix mechanism test found to be failed due to the helix housing being clogged with dried blood or body fluid and tissue. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This supplemental correction report was created to capture the additional information received which indicates that this brady lead exhibited in difficulty to advance or boring to into the septum. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information received which was indicated that this brady lead exhibited helix difficulty in advancing or boring into the septum. This brady lead was returned for analysis.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information received which was indicated that this brady lead exhibited helix difficulty in advancing or boring into the septum. This brady lead was returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead exhibited in difficulty to advance or boring to into the septum. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.